Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The patient also had a pump for spinal pain. It was reported that the patient had nerve pain in their right leg due to a lower back disc issue. It was reported that the pain was due to the stimulation not working. The patient was reported to also have a pump but the pump was not for their leg pain and that the morphine did not work for the leg pain. The pain had been for the past year (confirmed 2016) and that they had to use the stimulator 24/7 to manage their pain. Yesterday (B)(6) 2017, the patient had pain when the stimulator was not working. The patient was going to request an scs representative be present at their next hcp appointment. No further complications were reported.